Manufacturer narrative:
Premature battery depletion and the loss of radio frequency (rf) telemetry was confirmed by analysis. The loss of communication and rf telemetry was due to low battery voltage; the low battery voltage was a result of premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that patient presented to the hospital for a follow-up on 9 nov 2021. Upon examination, it was noted that the implantable cardioverter defibrillator (ICD) could not be interrogated. Previous interrogation results from (B)(6) 2021 were observed and it was noted that there was premature battery depletion on the ICD. The physician explanted and replaced the ICD on (B)(6) 2021. There were no adverse consequences to the patient.